Event description:
Teh rptr indicated that the device has not output. It was last checked one mo ago.

Manufacturer narrative:
The observed no output was the result of low module voltage due to a malfunction in the pacer power source, bt1.